Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1719621) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("right pelvic pain") and prinzmetal angina ("two cardiovascular events / vasospastic angina / spasm of right coronary") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 4 months 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), prinzmetal angina (seriousness criterion medically significant), arteriosclerosis ("network was moderately atheromatous"), sciatica ("sciatica / disabling cruralgia"), device intolerance ("symptoms of intolerance"), stress ("significant stress") and fatigue ("major fatigue"). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2017 / hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, prinzmetal angina, arteriosclerosis, sciatica, device intolerance, stress and fatigue outcome was unknown. The reporter provided no causality assessment for arteriosclerosis with essure. The reporter considered device intolerance, fatigue, pelvic pain, prinzmetal angina, sciatica and stress to be related to essure. The reporter commented: she came back to work with therapeutic work part time on (B)(6) 2017. Starting in (B)(6) 2017, symptoms reoccurred. She had been on sick leave again since (B)(6) 2017. Bilateral salpingectomy was performed in (B)(6) 2017 but symptoms persisted. Hysterectomy was performed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: major intolerance. (B)(6) 2017 MRI - persistence of right pelvic pain with sciatica and disabling cruralgia investigated for the third time via MRI. (B)(6) 2017 - coronarography was performed following two cardiovascular events, leading to diagnosis of vasospastic angina. On unspecified date: spasm of right coronary after methergin was found. Network was moderately atheromatous. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 07-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("right pelvic pain") and prinzmetal angina ("two cardiovascular events / vasospastic angina / spasm of right coronary") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 4 months 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), prinzmetal angina (seriousness criterion medically significant), arteriosclerosis ("network was moderately atheromatous"), sciatica ("sciatica / disabling cruralgia"), device intolerance ("symptoms of intolerance"), stress ("significant stress") and fatigue ("major fatigue"). The patient was treated with surgery (bilateral salpingectomed in (B)(6)2017 / hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, prinzmetal angina, arteriosclerosis, sciatica, device intolerance, stress and fatigue outcome was unknown. The reporter considered device intolerance, fatigue, pelvic pain, prinzmetal angina, sciatica and stress to be related to essure. The reporter provided no causality assessment for arteriosclerosis with essure. The reporter commented: she came back to work with therapeutic work part time on (B)(6) 2017. Starting in (B)(6) 2017, symptoms reoccurred. She had been on sick leave again since (B)(6) 2017. Bilateral salpingectomy was performed in (B)(6) 2017 but symptoms persisted. Hysterectomy was performed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: major intolerance (B)(6) 2017 MRI - persistence of right pelvic pain with sciatica and disabling cruralgia investigated for the third time via MRI. On (B)(6) 2017 - coronarography was performed following two cardiovascular events, leading to diagnosis of vasospastic angina. On unspecified date: spasm of right coronary after methergine was found. Network was moderately atheromatous. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11_dec_2017 for the following meddra preferred term: 1. Pelvic pain: the analysis in the global safety database revealed 8981 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.